Manufacturer narrative:
Weight-race:unk. Work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.0/2.0/110 (sphere/cylinder/axis) was implanted upside down into the patient's right eye (od) on (B)(6)2022. The lens was intraoperatively implanted and removed. On (B)(6) 2022, a same model, same size lens was implanted and the problem was resolved. Cause reported as unknown. Reportedly, "lens broke while removing upside down lens from the eye. Second lens implantation went smooth and patient is happy."

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).